Event description:
Information received indicates the retaining rings came off both pivot pins which caused one of the foot siderails to not latch. The retaining rings, pivot pins, and nylon washers were all missing when the problem was discovered.

Manufacturer narrative:
Repairs have not been completed.